Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 and h10 to reflect device evaluation. The 16f esheath was returned to edwards lifesciences with the 29mm commander delivery system partially inserted through it. CT imagery was provided, and the access vessels had presence of tortuosity. The returned device was visually inspected. Per visual inspection: the sheath was fully expanded with the tip opened as designed. There was liner bunching at the distal end of the sheath. The liner was fully and circumferentially delaminated for a length of 0.5 inch from the distal tip. The c-marker band was present and intact. There was a sheath shaft kink with length of 0.5 inch, located 3.5 inches from the distal tip. There were scratches on shaft near distal end of sheath. At the kinked region, the liner was partially delaminated. Due to the nature of the complaint event, no relevant functional testing was able to be performed. Due to the nature of the complaint event, no relevant dimensional testing was able to be performed. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath IFU, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of complaint history on confirmed device complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors (non-coaxial withdrawal, excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint distal tip split was not confirmed as the alleged physical defect is not present on the returned device. An engineering evaluation is not required. However, the complaints for sheath kink and liner were confirmed based on the evaluation the returned device. However, no manufacturing non-conformances were identified during the evaluation. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. Per the complaint description, ''the ds was caught at distal tip'' and this caused difficulty during valve alignment but with some additional force'' and ''the tortuosity of the peripherals caused kinking of the sheath and difficult removal''. Per imaging evaluation, the patient's access vessel had presence of tortuosity. Per evaluation of the returned device, the liner was fully and circumferentially delaminated at the distal tip and the shaft was kinked. Tortuosity present in patient's access vessel can lead to non-coaxial alignment between the delivery system and sheath distal tip upon reentry into the sheath. The misalignment potentially could have led to the balloon to catch onto the sheath distal tip and delaminate the liner. Excessive device manipulation due to the withdrawal difficulty also has potential also cause the sheath shaft to kink, especially when subjected to suboptimal angles caused by vessel tortuosity. As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29mm sapien 3 valve, by transfemoral approach via commander delivery system through the esheath. The valve was successfully implanted, but after valve implantation, it was unable to remove the delivery system via esheath. The ds was caught at the distal tip of the esheath. No retained volume appeared to be in the balloon. The esheath and ds were removed as a unit without need for cutdown. Sheath liner 'bunching', and sheath distal tip split and kinks were observed. No patient injury was performed. As per medical opinion, the tortuosity of the anatomy led to kinking of the sheath and difficult removal. At pre-decontamination evaluation it was observed liner fully delaminated circumferentially 0.5'' from distal tip.